Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging a calibration code issue with her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 5am-6am. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications. After the start of the alleged issue, the patient claims she felt symptoms of shaky, sweaty and had a fast heartbeat. The patient ate 2 cups of applesauce and a peanut butter sandwich as treatment. About 7am-8am that same morning, the patient obtained a blood glucose result of "35, 65 and 75 mg/dl" with another device. At the time of troubleshooting, the cca walked the patient through correctly coding the subject meter to resolve the alleged issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.